Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 289 mg/dl and a correction bolus was delivered to lower the bg level. There was a temporary delay in clearing the alarm and resuming insulin delivery.